Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the device was inadvertently positioned above the intended landing zone partially covering the renal arteries. Bilateral renal stents were placed to maintain patency and bloodflow. The final angiogram showed the presence of a type ia endoleak. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.